Event description:
Reported via clinical study. It was reported that device did not seal and shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45-day follow-up, imaging notes a device shift/migration with a fabric edge leak. The laa distal chamber echogenicity was noted with partial thrombus. No corrective actions or diagnostic tests were reported.

Event description:
Reported via clinical study. It was reported that device did not seal and shift/migration occurred. A left atrial appendage (laa) closure procedure was performed and a 31mm watchman flx pro closure device was implanted. At the 45-day follow-up, imaging notes a device shift/migration with a fabric edge leak. The laa distal chamber echogenicity was noted with partial thrombus. No corrective actions or diagnostic tests were reported.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis: the watchman flx? Pro remains implanted; therefore, returned device analysis could not be completed. Device history record review: a review was completed of the device history records (DHR) for the watchman flx? Pro, part # m635wu60310 batch # 0036625491. The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review: there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman flx? Pro instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include implant did not seal and implant movement/shift/shape change. Risk review: a risk review was completed and confirmed that the events of implant did not seal and implant movement/shift/shape change were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.